Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event. It was later reported that the implantable pulse generator (ipg) had a mirrored image issue and it involved the ring conductors on both leads making contact. It was also noted that the ra lead had an insulation breach. The ipg was previously explanted and replaced and the right ventricular (rv) lead remains in use.